Manufacturer narrative:
The lot number and UDI information for the affected device was received on 11jun2025. Based on this new information, the following sections were updated: d4 lot number, expiration date, unique identifier (UDI) #; h4 device manufacture date.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was received for investigation. The device was evaluated, and the reported condition was not observed.¿as such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the anti reflux valve is stuck in the blue port and will not come out.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary. Additional product code: feg: tube, double lumen for intestinal decompression and/or intubation.

Manufacturer narrative:
A corrective and preventative action has been opened to address the reported condition.